Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized with low blood glucose of 1.2mmol/l. It was stated that the basal was too high, and it could cause the blood glucose to drop. The programming on the device was reviewed with the doctor and all was fine. It was mentioned that the customer is on a strong diet. Advised the caller to call back if issues persist. No further information was provided.